Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2021; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving baclofen (2000 mcg/ml at 13.4 mcg/ml), morphine (5.0 mg/ml at 0.0336 mg/ml), and bupivacaine (20 mg/ml at 0.134 mg/ml) via an implantable pump. It was reported that the healthcare provider (hcp) stated the patient had been experiencing limited relief. A dye study was performed and the catheter was unable to be aspirated. It was unknown if external factors were involved and the cause of this was not determined. The patient's system was replaced and the issue was resolved.